Manufacturer narrative:
Investigation still in progress.

Event description:
The customer reported experiencing a brief shock when using the cholestech ldx analyzer. The customer stated the shock occurred when they touched the run button to insert a cassette, and could not verify whether it was a static shock or an electrical shock. The reported shock did not lead to an injury or other adverse health outcome.

Event description:
The customer reported experiencing a brief shock when using the cholestech ldx analyzer. The customer stated the shock occurred when they touched the run button to insert a cassette, and could not verify whether it was a static shock or an electrical shock. The reported shock did not lead to an injury or other adverse health outcome.

Manufacturer narrative:
D9, h3, h6, and investigation conclusion (below) updated to document return of the device and investigation outcome. Investigation conclusion: the case details were reviewed along with the complaint history for the reported electrical shock and abnormal noise issues and no indications of a systemic issue were identified. Review of the risk documents for this product found that the reported issues are within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information. The reported abnormal noise was observed and the source could not be identified. The customer had performed 1653 tests on the ldx analyzer, indicating the issue developed over time and due to wear and tear. The reported electrical shock was not observed. Complaints are tracked and trended on a monthly basis.